Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 532 mg/dl. The customer stated tape was not sticking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Hospitalization details has been updated which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose of 532 mg/dl. The customer also had heart attack.